Event description:
It was reported that during an unknown procedure the doctor used the devices and they wouldn't fire and failed. The doctor was afraid the same situation occurred after the third rounds of load. The doctor changed to use a competitor's device to complete the surgery. No patient consequences reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one device was returned with no visual non-conformances and loaded with three 45 mm reloads present. The reloads were noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.